Manufacturer narrative:
A steris service technician inspected the light and found the retaining rings (designed to retain the spring arm within the suspension system) was distorted/damaged and was not functioning as intended. The angle of the spring arm/lighthead had created enough leverage to prevent the unit from slipping any further from the suspension system. The lighting system was installed in 2009 and is serviced and maintained by the facility's biomedical services. The technician was unable to conclude why or how the retaining ring of the light system became dislodged/damaged. The lighting system was repaired and returned to service.

Event description:
The user facility reported that the light was observed to be incorrectly positioned within its mounting location. There was no patient or procedure involvement with this event. No procedural delays/cancellations were reported.